Event description:
User reports receiving discrepant sodium and potassium results for multiple pt samples. Only the one pt example was provided. Initial sodium gave 117 mmol/l; sample repeated three times giving 126, 133 & 136 mmol/l. Initial potassium gave 3.3 mmol/l; repeat gave 4.1 mmol/l. Erroneous results were not reported. The field service rep determined the cause for the discrepant results was due to diluent dispense error from air in the lines, and replaced the ise sensor seal and filter in the bottle. Also cleaned the cartridges and primed reagents. Performance tests were performed.